Manufacturer narrative:
Device manufacture date: unknown. Investigation results summary: a total of ten (10) samples were received. They were visually inspected under the microscope 30x finding no black specs or any other type of foreign matter or defect. A device history review could not be completed as no batch number was provided. Conclusion/root cause description: bd was able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigation conclusion the definitive root cause could not be determined.

Event description:
It was reported that on two (2) occurrences foreign matter was found on a bd twinpak¿ dual cannula before use. The following information was reported in the event description: it was reported black specs were found in the medication when inside the barrel. Per phone call: in their gi department they discovered black specs inside the syringe when drawing up medication. They tried with another syringe with a different medication and same thing occurred. They tested with saline and it was clean. First time this has occurred. Unsure which lot specifically. Can provide photos and representative samples.